Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed failed battery test, due to corroded battery tube and battery cap contact. Insulin pump received with intermittent buttons, due to corroded keypad traces. Insulin pump received with minor scratches on lcd window.

Event description:
It was reported that the customer's insulin pump had a nonresponsive keypad. The customer also had multiple failed battery tests. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.